Event description:
Rn assessed pt and noted that the perifix epidural site. The perifix connector had become disconnected at the epidural site. This perifix connector had been secured using the label or cloth tape. Correction recommendation set forth in b. Braun¿s medical device correction: (B)(4).